Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 5 mg/ml morphine. It was reported that the approximately 2 weeks ago the patient felt as though the pump was protruding in the pocket. Yesterday, the clinic attempted and refill and were unable to access the pump reservoir. The pump had flipped. Today they are revising the pump pocket. The patient has been able to communicate with the ptm successfully but when she tried to communicate with the tablet, she was unsuccessful. Discussed flipping of the pump and to reposition the communicator. Discussed she could also wait until the pocket is opened to communicate (sterile bag). Patient is in the operating room at the time of the report having pump revision due to flipping. Caller stated that the hcp will clear the catheter and plans to change drug from morphine 5 mg/ml to morphine 10 mg/ml at 1.6 mg/day dose. They reviewed procedure for prime bolus and bridge bolus to account for the catheter being cleared and the change in drug concentration. Reviewed use of advanced mode for boluses. Reviewed option for hcp to do removing system contents procedure. There were no further complications reported/anticipated.

Manufacturer narrative:
The previously applied patient code (B)(4) was replaced with (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was noted that the physician concluded that the patient had a lost a significant amount of weight due to cancer and thus the pump flipped as a result of the weight loss. The flipped pump and communication issue were resolved. The patient¿s weight at the time of the event was not made known to the company representative. The information provided was noted as having been confirmed with the patient account.